Manufacturer narrative:
Product analysis: the reported complaint of a balloon rupture was confirmed during use. Visual examination identified tears near the proximal peak of the balloon. This observation is consistent with rupture due to contact with bone splinters during instrument usage. The above observations are consistent with intraoperative instrument damage. Additional balloon expander was sent back with an inflation issue. The balloon would not expand. It appeared to be clogged up. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, intra-op, the balloon burst at 200 psi. The procedure was completed with another device. There was a delay in the surgery. The device came in contact with the patient. No patient complications were occurred due to this event.